Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl. The customer was assisted with troubleshooting. Customer reported that they experiencing extreme high and low's, he could be high 250 mg/dl or something then stand outside and walk to the drive way and be out there. Customer had a pneumonia last month and fighting problems with blood glucose. The insulin pump will not be returned for analysis.